Event description:
My (B)(6) mother had a left hip hemiarthroplasty(B)(6) ago. Initially, she recovered fully and had complete mobility. Six months post-op, she started to have mild hip/groin pain upon rising and prolonged walking. Over the past year and a half, her pain has worsened to the point she can barely ambulate, must use a walker, and has to take pain medication around the clock. She finally saw her surgeon's nurse practitioner and x-rays were done that revealed complete separation of the hip implant from the bone and cracks in the cement. The np told my mother her femur looks fine from a bone standpoint and does not know why she is having the separation and cement fracturing. The hip implant is a depuy articul/eze femoral head, depuy self-centering bi-polar head, depuy cementralizer stem centralizer, and summit basic cemented. The cement used was surgical simplex radiopaque bone cement by stryker. I have contacted depuy and was told her implant was not one of the recalled implants. My concern is as a registered nurse, I have never heard of so many complaints from hip replacement surgery! In the past, this was a procedure with immediate improvement and long-term, good outcomes. Now, I question the effectiveness of the procedure in view of all the complications people are having-especially, young people! The np recommended my mother have hip revision surgery, but due to the pain and lack of mobility, her overall health has declined this past year to the point that no one knows if she could survive the rigors of revision surgery.